Manufacturer narrative:
(B)(4) date sent: 6/1/2021 product analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a psee60a device packaging was returned, the device was removed from the external package box and it was found that a psee45a device was received inside the unsterile package, with no apparent damage. However packaging artwork of the returned device belong to a psee60a. It should be noted that product failure is multifactorial. This defect has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2021. This is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis of photos, the following was observed: the first photo shows a label on the box. The second photo shows a box and tyvek of product code psee60a, lot # u94v47, and exp. Date: 2023-07-31. The third photo shows a device of jaws area and it belongs to a 45mm. The four photo shows a box of a psee60a and an echelon flex 45mm device inside of its opened package. Based on the photos review the event describe is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during lap gastric sleeve there was such a situation:or nurse was preparing the devices for surgery and as they are agreed, she have opened all the cartridges from a kits lsr218b and prepared them form surgery. When surgeon asked to give stapler, she tried to put cartridge into the stapler, but just then she noticed, that cartridges are 60mm length, but stapler is 45mm long. As they had unopened 45 gst cartridges, they decided not take new sleeve kit (because they would spend more time to go to the warehouse in a basement), but to use shorter cartridges with current 45 mm stapler. They have used extra 3 eaches of gst45g and 4 eaches of gst45b instead of 5 60mm cartridges. Box labeling is psee60a, lot u94v47, kit lsr218b, lot 10215397. There was no impact to the patient because of this event results.